Manufacturer narrative:
Correction to b5: it was reported that there was a leak from the connection where the two lines meet (lines or components) of the dianeal solution bag. There was no allegation against the transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set leaked at the connection with the dianeal solution bag. This was observed during use of the device for peritoneal dialysis therapy. The leak was further described as ¿leaking from the connection where the two lines meet¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.